Event description:
It was reported that the customer's infusion sets left welts on the site. He received a no delivery alarm as well. The customer experienced blood glucose levels of over 300 mg/dl and corrected them with the insulin pump and medicine. He also reported that he will undergo surgery. His most recent blood glucose level was 158 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).